Event description:
Reporter alleged blood glucose readings had been erratic and there were discrepant back to back results. Customer stated glucose read 270, hi, 172 and 415 mg/dl when all tests were performed within 1 minute of each other. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.